Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet.

Event description:
It was reported that a pericardial effusion (pe) occurred. It was reported that during a paroxysmal atrial fibrillation (a fib) ablation, a farapulse and bsw carto mapping were used. While ablating, the physician noticed cardiac output on fluoro looked low. He proceeded to check for effusion on ice, where he found a large pericardial effusion. Got another cardiologist to come in to look at the effusion on intracardiac echocardiography (ice). That physician proceeded to perform a pericardiocentesis. Patient left room stable and went to intensive care unit (ICU). Procedure was basically completed. We had just finished isolating right superior pulmonary vein (rspv) with farawave when he noticed possible pe on fluoro. Patient was extubated 24 hours after incident. Transseptal was clean and normal. The device is not expected to be returned for analysis.

Event description:
It was reported that a pericardial effusion (pe) occurred. It was reported that during a paroxysmal atrial fibrillation (a fib) ablation, a farapulse and bsw carto mapping were used. While ablating, the physician noticed cardiac output on fluoro looked low. He proceeded to check for effusion on ice, where he found a large pericardial effusion. Got another cardiologist to come in to look at the effusion on intracardiac echocardiography (ice). That physician proceeded to perform a pericardiocentesis. Patient left room stable and went to intensive care unit (ICU). Procedure was basically completed. We had just finished isolating right superior pulmonary vein (rspv) with farawave when he noticed possible pe on fluoro. Patient was extubated 24 hours after incident. Transseptal was clean and normal. The device is not expected to be returned for analysis.

Manufacturer narrative:
Correction to impact codes: added f2203: imaging required. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet.